Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that upon tensioning the post side of suture while pushing the knot down, the blue suture snapped. The anchor was aborted and replaced without incident. There were no reported patient injuries. No other complications were noted.